Manufacturer narrative:
E1 reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failed alarm error occurred, and the battery needed to be replaced as it was completely depleted and could not be recharged by connecting it to the wall socket. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user.

Manufacturer narrative:
A philips service engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the service engineer confirmed the reported issue, replaced the battery, successfully performed tests, verified that the issue was resolved, and left the device charging. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per a good faith effort response received, it was confirmed that the device was not in patient use at the time the reported issue was discovered, and the device was swapped out for another ventilator without any patient impact.